Event description:
Bilateral breast implants removed. Original implanted in 1972, replaced in 1975. Pt presented with voq left breast mass, cancer, underwent left mastectomy with removal of right implant.